Event description:
The patient presented with anemia, cardiac infarction and ventricular tachycardia alternating with extreme bradycardia. A supreme electrophysiology catheter was inserted to be used as a temporary pacemaker and a cardiac tamponade occurred. Surgical intervention revealed the pulmonary artery was perforated requiring suturing. The patient later expired due to cardiogenic shock related to severe ischemic cardiomyopathy post inferior infarction. The physician stated the cause of death was not related to the use of the device.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The supreme electrophysiology catheter IFU indicates the device can be used in the evaluation of a variety of cardiac arrhythmias from endocardial and intravascular sites. The supreme electrophysiology catheter IFU cautions the device should only be used by physicians thoroughly trained in the technique of angiography and electrophysiology and intracardiac recording and stimulation. The supreme electrophysiology catheter IFU states risks associated with the use of the device are risks related to cardiac catheterization in general, such as thromboembolism, cardiac perforation, tamponade, and infection.